Event description:
It was reported that the lead had high/unstable/unmeasurable threshold and dislodgement. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut and blood/body fluid was on the proximal conductor.